Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported hearing well with the device up until circa 6 months ago (april 2022). In july 2022 there was some intermittent swelling around the right internal and depending on how the user positioned her head the implant would stop working. There was no swelling seen at the most recent appointment. Although there is some sound on the right side, it is unusable for understanding speech. An integrity test will be performed.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further the recipient experienced an intermittent swelling for undetermined reasons. In addition, at explanation 2 channels were found extra-cochlear, which could have contributed to the decrease in hearing. This is a final report.

Event description:
The user reported hearing well with the device up until circa 6 months ago ((B)(6) 2022). In (B)(6) 2022 there was some intermittent swelling around the right internal device and depending on how the user positioned her head the implant would stop working. However, there was no swelling noted when the user was seen in (B)(6) 2022. Although there was some sound on the right side, it was unusable for understanding speech. The user was re-implanted. At explantation 2 channels were found extra-cochlear.